Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen cracked; cause was not known. Customer was not sure if pump was functioning properly. Customer's blood glucose was 144 mg/dl. Customer reverted to using another pump for insulin therapy.